Manufacturer narrative:
The results of the investigation concluded that the catheter met specifications for electrical and temperature testing, and met acceptable irrigation rates during a flow test. The device met specifications prior to release from abbott manufacturing facilities as supported by the device history record. The cause of the reported cardiac perforation remains unknown as it could not be confirmed. Per the IFU, cardiac perforation is a known risk with the use of this device.

Event description:
During a pulmonary vein isolation ablation procedure, a cardiac perforation occurred. The left pulmonary vein was difficult to isolate and after multiple radio frequency applications, the patient became hypotensive and an echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.